Event description:
Info was received that the pt remained in the hospital after the pacemaker system was implanted. Loss of capture (loc) was observed on this right ventricular (rv) lead. The pt's heart rate decreased to 30 bpm. The device was interrogated and the rv threshold measurement was 4.5 v at 0.4 ms. Output had been programmed at 3.5 v, so there was intermittent capture. The output was increased to 6.5 v at 1.0 ms, and capture was restored. The pacing impedance was noted to have decreased from 640 to 460 ohms. The pt had not complained of any symptoms, falls, or long pauses as a result of the loc. During an interrogation a few days later, the rv threshold measurement had increased to 5.5 v at 0.4 ms, giving only a 1.0 v safety margin. A revision procedure was performed and a new single chamber pacemaker was implanted. The old system remained in situ with amplitude and rate turned down. All measurements were stable. No adverse pt effects were reported following the procedure.